Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). Following predilation, a 38 x 2.75 promus premier¿ drug-eluting stent was advanced and deployed to treat the lesion. Post stent deployment, post dilation was performed followed by intravascular ultrasound (ivus) using opticross¿ imaging catheter. When the physician attempted to remove the ivus catheter, the catheter came in contact with the distal edge of the deployed promus premier¿ stent and the stent was deformed. The deformed part of the stent was dilated with a balloon catheter and was covered by another 12 x 2.75 stent. No patient complications were reported and the patient's status was good.